Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon opening product tips were bent and scissoring. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for investigation. Signs of clinical use was observed. There was no evidence of blood detected. The shaft was observed to be bent at the tip, just below the jaws. Upon analyzing the jaws, it was observed that the heater wire was flexed at the center, yet remained attached at the tip and base of the hot jaw. Based on the returned condition of the complaint, and the results of the investigation, the reported failure "material twisted/bent; wire" and the analyzed failure "material twisted/bent; shaft" are confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon opening product tips were bent and scissoring. A replacement device was used to complete the procedure. No patient involvement.